Event description:
The customer reported that the suction tube caught in the main power switch and the device shut down. No patient harm.

Manufacturer narrative:
(B)(6). (B)(4). Carefusion will evaluate the device if it is returned to the MFR.